Event description:
It was reported the lead was connected with the base and the resistance was measured during the operation to confirm the connection. It was stated electrodes 8 to 15 had shown abnormal resistance values. It was noted it was reconnected and measured again several times with no change. It was noted to ascertain the cause, the connection was broken and the resistances of the electrodes themselves were measured with the external neurostimulator (ens). It was noted all values were normal. It was considered the implantable neurostimulator (ins) might have been the cause so a backup ins was opened and connected and the resistance was measured. It was stated at first it had given abnormal values at each contact but after several measurements, the resistance values had begun to drop. It was noted the ins was implanted and the incision was closed. It was stated no health hazards were observed in the patient. It was stated the resistance was higher or equal to 10,000 ohms. It was further reported the impedance testing at the implant operation and showed ¿inappropriate values¿ at contacts 8-15. It was noted the cause of the issue was not determined. It was stated the patient received effective therapy with the new device.

Manufacturer narrative:
Analysis of implantable neurostimulator model 97702, sn: (B)(4). Found no anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.